Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was viewed under magnification and no blue specks were found. The device was passed all functional testing including a pressure test and mechanical testing. The device history record was reviewed and no discrepancies were noted. As the device passed visual inspection and functional testing, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that while the device was being used, little blue specks came of the device into the patient. Graspers were used to remove the specks, and there was no harm to the patient. The case was not altered in any way and another device was opened to compete the case. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.